Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer was unable to load a cartridge as the pneumatic tap came off after removing the previous cartridge. Customer's blood glucose level was 123 mg/dl. The customer reverted to manual injections for insulin therapy.